Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The reported event is visible in the logfiles but a technical issue can be excluded. By changing the illumination the user tried several times to get tracking of the pupil but was not successful. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site reported the laser stopped during excimer treatment and they could not restart the eye tracker. After trouble shooting with a company representative the site was able to resume the aborted treatment.